Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of radicular pain syndrome. It was reported that the patient was unable to charge. It was confirmed that the patient was in overdischarge. They attempted to force the recharge twice. No further complications were reported at this time. No symptoms were reported. Additional information was received from the rep stating that the patient was working with a physician to schedule battery replacement. Additional information was received stating the patient's whole system will be replaced with a competitor's product.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.